Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurate readings. This complaint is classified according to the documentation of the customer care advocate and the answers to the following-up questions obtained six days later. The pt tests her blood glucose twice per day, one before breakfast and one before dinner. The pt takes 70/30 insulin based on a sliding scale per the lfs meter readings. According to the pt, her doctor felt that the subject meter is giving a very broad range, which is suggestive that the subject meter may be reading inaccurately low in the morning and high in the evening. The patient claimed that the inaccurate issue first occurred one month ago. After the inaccurate issue began, the pt reported took insulin per an unspecified lfs meter reading. The pt could not recall the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. Sometime after the reported issue began while the pt was unconscious, her daughter called the ambulance. Upon arrival, the pt received an IV and was transported to the hospital. It is not known what reading she obtained on the paramedic's meter. The pt claimed she was treated with IV glucose and was diagnosed with hypoglycemia and a broken pelvis. The duration of the pt's hospital stay was 4 hrs. The pt's testing frequency and diabetes medical regimen has not been changed immediately prior to or after the reported incident. Upon the callback to clarify info obtained from the initial call, the pt indicated that the reported symptoms described as "dizziness, sweating a lot, and disorganized" are general symptoms that she has from time to time, and was not related to the alleged incident when she was treated at the hospital one month ago. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the pt claimed that she was treated for hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.